Event description:
The customer contacted physio-control to report that their device would not charge for defibrillation. This was observed when the device was being prepared for preventive maintenance. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.